Event description:
A zerotip retrieval basket was used during a procedure in 2007. (Patient age, weight and gender unknown.) It was initially reported that during the procedure the basket broke off inside the patients ureter. The physician was able to retrieve the basket entirely. The case was completed with no complications for the patient. Clinical follow-up from the nurse present during the case, she indicated that no piece detached or broke from the device. She did not remember where the break occurred but stated that nothing detached and there was no patient complications due to this event. They did not have to retrieve any part or fragments from the patient. The basket malfunctioned during the procedure.

Manufacturer narrative:
The device was returned and evaluated. The handle cannula inside the handle pulled free from the pinch vise, causing the failure of the device to function. The event information implies a piece of the device separated inside the patient. The separation occurred in the handle of the device and no part was left in the patient that would have to have been retrieved by another means. The cause of the handle cannula pulling free from the pinch vise is undetermined.